Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller was instructed to remove the cartridge, deliver a 9-unit bolus, and load a new cartridge, but the alarm recurred. Consequently, customer technical support (cts) decided to replace the pump and original cartridge. A replacement pump was sent, and the caller was advised to return the problematic pump using a pre-paid label. The caller was informed about putting the pump into storage mode and the necessary steps upon receiving the replacement, which they acknowledged.